Event description:
On (B)(6) 2013, it was reported that the patient's father thinks the e4 (occlusion error) is missing or comes too late. The patient's blood glucose level has been elevated to 448 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. The pump triggered an e4 error message when the limit pressure which is caused by blockage within infusion set or cartridge during the delivery. The problem mentioned by the customer could not be reproduced.